Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was traced to user handling. The loose scope connection was most likely caused by excessive force applied to the output connector when connecting the scope. The power switch failure found during evaluation was likely caused by excessive force applied or impact from a hard object. The IFU contains the following statements regarding user handling that may prevent the reported event from occurring: -"do not apply excessive force to the video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the power switch was found sticking. Could not duplicate customers report, the scope connector seems to be working properly and was not loose. The lamp life was checked and is in specification. The power switch was replaced. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the scope connection was loose while using a xenon light source. The issue was causing image errors during a procedure. No patient harms or injuries were reported. No additional information has been obtained.